Event description:
It was reported that the user experienced recurrent early-morning hypoglycemia while using the ilet, including a documented blood glucose of 58 mg/dl that resolved after dinner intake, and the user requested adjustment of glucose targets that were set lower. Symptoms included low blood glucose requiring oral carbohydrate treatment. Outcomes included no hospitalization and assignment for additional user training. Investigation included case intake and referral for additional training. Investigation of this case revealed no device malfunction reported and no confirmed device component failure, with the event categorized as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.